Event description:
It is reported that a customer was hospitalized (B)(6) 2015 for diabetic ketoacidosis with a high blood glucose level of 1200 mg/dl. The customer stated that they lost their insulin pump prior to the high blood glucose. The customer reused being sent a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.